Manufacturer narrative:
Block b3: exact date unknown, event occurred three years prior to the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent an explant procedure and the explanted device will not be return as it was discarded by the facility.

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent an explant procedure and the explanted device will not be return as it was discarded by the facility.